Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The download data shows that the device generated a rotational sensor error. The device was reset and the data was downloaded. The rerun data contains not timeouts, drive stalls, hazard alarms, or rotational sensor errors. Inspection of the device found no damages or deficiencies that would cause the rotational sensor error. It could not be determined what caused the rotational sensor error. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 270 mg/dl, while wearing the pod on the hip/buttocks area between 4 and 24 hours. A new pod was applied as treatment.